Event description:
A problem was reported. Company representative reported an alarm heard and confirmed by telemetry. Telemetry confirmed a non-critical alarm was occurring due to low reservoir volume reached. Pump was read and showed 9.6ml for reservoir volume, however during the same report it was determined the alarm was a false alarm. The cause of false alarm was an 8840 software issue related to a problem with the 8870 software card. It was recommended to update the pump with new volume and then re-enter correct volume and update pump again to resolve. Additional information received about a month after the event indicated there were no symptoms displayed or complained of. Since the event there has not been a reoccurrence or change in therapy. System used to deliver hydromorphone bupivacaine. If additional information is received a report will be provided.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n184286001, implanted: (B)(6) 2009, product type catheter; product ID 8 596sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).